Manufacturer narrative:
A ge service representative performed an on site investigation. Both the left and right monitors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported functionality lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.